Event description:
On (B)(6) 2011, the pt reported the menu button of her infusion device is not working. She noticed the issue while attempting to program a bolus. To troubleshoot she removed and reinserted the battery and e8 (power interrupt) was displayed. She was unable to clear the alarm by pressing the check button twice. She also reported the rubber is peeling off of the up/down buttons. She noticed the peeling rubber a few weeks ago. The up/down buttons function properly. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.